Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) developed an infection. The local field representative (fr) reported that it was unclear if the device was involved. A request for additional information has been made. No adverse patient effects have been reported. The device remains in service.

Manufacturer narrative:
--

Event description:
Subsequent information from the local field representative indicated that the following physician indicated that there was not an infection in the pocket. There was no intervention performed and no adverse patient effects reported.